Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found a failure, no device found. Scratch marks on rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was the rep called with the patient (pt) and noted they couldn't recharge the implanted neurostimulator (ins) after troubleshooting since probably a couple months ago. The rep was notified about the issue a couple months ago via phone and they resolved the issue, but now they couldn't resolve the issue. They noted they were in passive recharge mode was 97-97-97, but the numbers changed to 0-20-97 and they couldn't recharge. Patient service specialist (pss) helped the rep inspect the recharger antenna (rtm) cord, but no visible damage was detected. They noted the cord near the rtm coil was hot to the touch when recharging the ins. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from a friend/family member. Pt's husband, called stating that they saw the rep a week ago tuesday they believed and that the recharger was bad so the rep was supposed to have ordered a replacement recharger, however they hadn't received the replacement recharger yet and the pt had been without the ins for over a week. It was discovered that the correct shipping address was submitted to repair in the e-mail request, however the replacement was shipped to the incorrect address. Pss apologized profusely to the caller. Pss sent an email to prs to correct the pt's address. Patient called back and wanted to make sure their recharger was being sent because they are in quite a bit of pain, and the implant needs to be charged. Agent reviewed with repair and was assured the package was being sent today with expected delivery tomorrow. Agent instructed patient to call back if they have not received the package tomorrow.